Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set fell out during use related to patient's perspiration. Blood glucose levels were adversely affected and reported at 248mg/dl. The patient called her healthcare professional to get syringes and instructions for multiple daily insulin (mdi). No permanent injury was reported.